Manufacturer narrative:
(B)(4). The evaluation was performed by the tyco healthcare, (B)(4) service center which found that the peak to peak voltage in spray was wrong and that the unit was producing incorrect waveforms. Troubleshooting isolated the failure to a relay. A review determined this to be a random component failure.

Event description:
The customer reported that during functional testing, it was found that the power supplied by the generator is twice the power set on display if it is set at 70w, the generator supplied 138w.